Event description:
Related manufacturer reference number: 2017865-2023-24080it was reported the patient presented to the hospital for a lead revision. Prior to the procedure, it was observed the right ventricular and atrial leads were oversensing noise resulting in pacing inhibition. The right ventricular and atrial leads were capped and replaced on (B)(6) 2023. The patient was in stable condition.

Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.